Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the pacemaker exhibited far-r oversensing. The pacemaker was explanted and replaced. No other information was available.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-91080 as the there was no malfunction observed.